Manufacturer narrative:
H.6. Investigation summary: one photo was submitted for quality for investigation. The customer complaint of component damage - leak could not be verified by the photo provided by the customer. The photo provided by the customer was not of material number me2020, and therefore further failure investigation could not be conducted. A device history record review for model me2020 lot number 23019336 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined because a physical sample was not available for evaluation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd 60 in non-dehp microbore extension set was leaking. The following was reported by the initial reporter with the verbatim: customer reported me2020 60 inch bd maxguard microbore tubing. They continue to have issues w/ these (xxx received several last week that didn¿t work) can you please provide more details regarding the failure/issue reported? - when trying to prime tubing, fluid not able to be pushed through. Also, some were leaking around where the tubing goes into the collar. Was the product attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? - no, the ones that would not prime where not attached. There were some that leaked while attached to a pt. If there was patient involvement, was there any adverse event or serious injury reported? - no harm. Was there a delay of, or change in, the course of treatment due to the event? - no, other than the nurse having to go get additional tubing. Additionally, the collar not being stationary resulted in the collar migrating down the tubing making it hard to attach and was concerning as this causes risk of contamination.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd 60 in non-dehp microbore extension set was leaking. The following was reported by the initial reporter with the verbatim: customer reported me2020 60 inch bd maxguard microbore tubing. They continue to have issues w/ these (xxx received several last week that didn¿t work) can you please provide more details regarding the failure/issue reported? - when trying to prime tubing, fluid not able to be pushed through. Also, some were leaking around where the tubing goes into the collar. Was the product attached to a patient at the time of the event or occurred during preparation/setup or when taken out of package? - no, the ones that would not prime where not attached. There were some that leaked while attached to a pt. If there was patient involvement, was there any adverse event or serious injury reported? - no harm was there a delay of, or change in, the course of treatment due to the event? - no, other than the nurse having to go get additional tubing. Additionally, the collar not being stationary resulted in the collar migrating down the tubing making it hard to attach and was concerning as this causes risk of contamination.